Event description:
Customer called to report that the modular chemistry (mc) sample probe of the unicel dxc 800 synchron system was leaking onto the mc side covers. On the same day, the field service engineer (fse) inspected the instrument and found that the mc sample probe wash collar was leaking during priming and/or probe washing. After checking the waste valve, the fse found that the valve would not activate. The fse replaced the valved and primed the instrument to find no further leaking. After further priming, calibration, and finding that quality controls were within range, the fse was able to verify instrument performance and ensure that the services performed effectively resolved the instrument leak issue. Customer also received a follow-up call the next morning, and verified that the instrument was no longer leaking. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issues.

Manufacturer narrative:
(B)(4).